Manufacturer narrative:
Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, and external motor test. The pump failed the sleep current test with high current. No abnormal motor noise noted during rewind test. Verified in the pump history download the pump alarmed pump error 53 on (B)(6) 2023 04:57:29.000 with file number 37672 and line number 25210 due to mcu usage exception per software r&d log (esf# 3470387). Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected and found moisture damage to pcb1. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, cracked battery tube threads, cracked case battery tube, cracked case corner of belt clip rails, corroded battery tube, and pillowing keypad overlay. Could not confirm customer complaint of rewind anomaly during testing, however 53 was found in the pump history. Cosmetic damage was confirmed at battery chamber during analysis. Confirmed customer complaint of unspecified alarm to be error 53 in the pump history due to mcu usage exception due to moisture damage to pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. The customer also reported of receiving unknown alarms with change sensor, calibration not accepted alerts. The customer also received a request to rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.